Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and the anchor was received with the handpiece of the device. The stay suture is wrapped around the wings on the handle. There are no signs of physical damage, and there is debris on the device. A functional evaluation of the device found that the torque limiter functioned as intended, and the anchor deployed from the device without resistance. Per case details, the footprint ultra pk anchor anchor slipped off when withdrawing the needle from the patient¿s body. Therefore the anchor had not been successfully implanted. The procedure was completed using a s+n back-up device in an additional bone hole. No patient injury or other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the footprint anchor slipped off during withdraw the needle from the patient body. The anchor was not removed from the patient. The procedure was completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.